Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited high impedance measurement. After multiple attempts re-positioning of the rv lead, the helix was found unable to be extended. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were high pacing impedance and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood / tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. Upon helix cleaning, the helix was able to extend and retract by applying torque directly at the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.